Event description:
The reporter indicated the surgeon inserted an aa4204vf silicone single piece lens, but the injector plunger overrode and tore the lens. The lens was removed with no pt injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter indicated that the cause of the torn lens was most likely due to not having been loaded properly.

Manufacturer narrative:
(B)(4). Eval, results: (other) - visual inspection of the returned product found pieces of the lens optic and both haptics torn off and missing. There was evidence of dark residue. (B)(4).